Event description:
It was reported that the stent was inadvertently deployed in the external carotid, requiring an unplanned additional stent placement. The patient presented as asymptomatic. An enroute transcarotid stent system was selected for use for a right transcarotid revascularization (tcar) procedure. During the initial contrast run, the external carotid artery (eca) appeared occluded, as no flow was observed to any of its branches. The physician proceeded to cross the lesion, and the guidewire followed what appeared to be the normal curvature. Upon stent deployment and subsequent imaging, it was revealed that the stent had been inadvertently placed in the eca. The physician then successfully navigated through the stent into the internal carotid artery (ica), ballooned open the initial stent, and deployed an additional stent into the ica. Imaging confirmed that all structures remained intact, and the procedure was completed without complications.